Event description:
The customer reported that while the iabp was in use on a pt, the iabp generated a "blood detected" alarm, the display of the iabp became blank and the iabp restarted. Therapy was continued on the same iabp after the restart. No pt injury was reported.

Manufacturer narrative:
Eval summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. Service report: the case pump is under eval by our service department. When the results become available and all findings will be reported in a supplement document. (B)(4).